Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the therapy was disabled due to the mishandling of the device by the customer. Rse instructed the customer to re-operate the operational test to resolve the problem. The device was returned to full functionality after the operational test. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a therapy disabled message.